Event description:
It was reported that the implantable pulse generator (ipg) was not correctly measuring the battery voltage, resulting in a false low value. The ipg remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).